Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2017. No additional event or patient information is available. The data log was reviewed on (B)(6) 2017. The complaint of inaccurate cgm values could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were detected. Voltage testing and a pairing test was performed and the tests passed. Functional testing was performed and no failures were detected. A review of the shared data log did not observe any issues related to the customer complaint. The reported event of inaccuracies was not confirmed. A root cause could not be determined.